Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report damages on the heartmate mobile power unit were confirmed via visual analysis of the returned (B)(4). The mobile power unit (mpu) (serial number: (B)(4)) was returned to the european distribution center (edc) for repair. Initial inspection revealed that the mpu returned without battery door. The red battery strap was found damaged. Also reveled crack on the bottom housing and handle. The patient cable rubber (sleeve) housing at the connector was loose. The patient cable, the bottom housing, the mpu handle and the red battery strap were replaced to resolve the issue. Performed unit upgrade to the latest software version. Performed preventive maintenance. After the unit repaired, performed full functional checkout, which the unit passed all test steps and then the unit was forwarded to the customer site. The exact cause of the observed damages was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook and section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 07may2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit had damage to the bottom housing and battery strap. The patient cable rubber encasing was loose. Also the handle was cracked.